Event description:
It was reported that the customer experienced a malfunction with the pump, specifically a malfunction code 8-ox208a. There was no reported impact on the customer's blood glucose level. The pump was reset by turning it off and on but the malfunction persisted, leading to the decision to return the pump for further inspection. A replacement pump was issued with a new serial number awaiting the return of the malfunctioning device.